Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
This report is being filed as additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. The patient's left ventricular (lv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the left ventricular (lv) lead connected to this device were high out of range. Episodes of noise had also been recorded on the lv channel. Boston scientific technical services discussed programming options with the reporter. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) and the lv lead remain in service.